Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device is within specification, crease fold, and deformation. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process

Event description:
Health professional reported, via regulatory agency, a right side pain. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was pain. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported, via regulatory agency, a right side pain. Device was explanted.